Event description:
It was reported that the patient presented for a routine generator change. After a successful exchange and successful shock during dft testing, the right ventricular lead was oversensing noise and had a drop in pacing lead impedance. The physician elected to cap and replace the lead on (B)(6) 2022. The patient was stable post procedure.